Manufacturer narrative:
Reference record: (B)(4). Catalog number in is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported by a nurse that the patient experienced redness, irritation, hardness, and a foul odor at the stoma site. On an unknown date a bacterial culture was obtained. The patient was prescribed an unknown oral antibiotic and received a new peg.